Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
During a saline trial, it was reported that the customer received multiple, inaccurate fill estimates. Reportedly, the customer fills the cartridge with 220 units of insulin. In one occurrence, the insulin gauge depleted to 80 units of insulin, without anything other than a basal of 0.8 units/hour being delivered. Tandem technical support educated the customer on the proper load techniques. There was no impact to the customer's blood glucose level as pump was being used with saline.